Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device passed testing. An e321 (battery charger timeout) error code was noted in the device history but was not duplicated during testing. Although the device passed testing, the device has been identified a part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with an e321 (battery charger timeout) error code. The device was returned to the biomedical department with a report of, battery charger time out. No tracking information was provided therefore, specific patient information, device programming or, event details were not available. There were no reports of adverse patient events or delays in critical therapy while the device was in clinical use. During testing at the user facility, the device alarmed with an e321 (battery charger timeout) error code. No additional information was provided.